Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: hip replacement. According to the reporter: the suture cut through the patient's vein and this was sutured further. Additional information has been requested.